Event description:
Unknown whether device failure reported or occurred; however, facility reported patient experienced "tonic uterine contraction and resultant fetal bradycardia" during use of device. The patient reportedly required intervention. Despite baxter's efforts to obtain additional information, details were not available regarding patient and baby's status, type of intervention required, name and rate of medication involved, or set up of the infusion device.